Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the scope cover plate was detached. The air/water cylinder had no color. The suction cylinder had no color. The forceps channel port had corrosion. Due to deformation of the knob wire/forceps elevator wire, forceps lever made noise when moved. Due to the wear of the angle wire, the play of upward/downward angulation control knob was out of the standard value. The distal end had corrosion. The light guide lens had a crack. The adhesive on the bending section cover had a crack. The connecting tube had a scratch. The adhesive around the objective lens had discoloration. Parts needed to be replaced. The water tightness of the forceps elevator was lost. There was corrosion around the forceps elevator. The universal cord had a wrinkle. The investigation was ongoing and follow up with the user facility was currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information was provided by the user facility.

Event description:
A user facility returned the duodenovidoscope to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that there was leakage/gap in the forceps elevator and the light guide lens had corrosion/ foreign material inside. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later confirmed the device was reprocessed before sending it to the olympus regional repair center (rrc). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was not adhered to the outer surface of the scope. Therefore, the likely cause of the event is due to humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) sections: IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.